Event description:
The customer reported that the system would not product fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative checked and adjusted the high voltage and the c-arm connectors. The system was tested and found to be working as intended and put back in service.